Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a coronary artery bypass graft on (B)(6) 2019 and suture was used. The needle was detached from the suture easily during anastomosis by continuous suturing. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: concomitant medical products. Additional h3 investigation summary: it was received for analysis an unopened sample of product code 8730, lot lmh034. The complaint sample was not received. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damage were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.